Event description:
Patient developed 3 small linear burns (approximately 5mm - 8mm in length) after the procedure. Patient required prescription topical medication.

Manufacturer narrative:
Device is scheduled to return to manufacturer for evaluation.